Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition was duplicated. Based on the investigation details, the likely cause was problems with corrosion, worn bearings, and a damaged trigger. The motor, bearings, trigger, and other components were replaced. Service repaired and returned the device to the customer.

Event description:
It was reported that when the driver is not powered on, it intermittently powers up and spins on its own without the power button being engaged. There have been no reports of any adverse consequences due to this event.